Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('lot of women remain with issue after just coil and tubes. Fragments/pet fibers') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('lot of women remain with issue after just coil and tubes. Fragments/pet fibers') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.